Event description:
Approximately 3 4 weeks prior to this report to the MFR and following a catheterization procedure an angio-seal device was placed in a pt's groin. No difficulty was reported with deployment. Two days post procedure, the pt complained of pain in the groin which proceeded down to the lower leg. The pt went to the emergency room where it was determined that there was an occlusion in the popliteal area. Lytic agents were used without success (specific agents unknown). The pt went to the operating room where the entire device was found in the popliteal artery and removed. As of 02/11/1999 no further info has been made available to the MFR regarding any pt sequelae.